Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilatory service required alarm condition occurred. The device was returned to the manufacturer's quality assurance laboratory for further investigation. Although the customer's complaint was confirmed, this failure would not affect the device's ability to deliver the prescribed therapy. The device was found to operate and alarm as designed. The device's oxygen blending module board was replaced to address the alarm condition.